Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient underwent vertebral augmentation cementoplasty at l3-l4. Intra-op, cement extravasation occurred. 2.6 cc bone cement volume implanted at disc space with 15mm extrusion. Patient complication is unknown at this time.